Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm 5. Reportedly, the customer loaded 290 units in the cartridge. Additionally, the customer reported receiving multiple minimum fill notifications during the load process. The customer reported reattempting to load a cartridge and was able to successfully load. There was no reported impact to the customer's blood glucose level.